Event description:
(B)(4). I told dr that something didn't feel right 3 months after putting in essure; didn't listen. Now I am always tired, mood swings, pains all the time, bleeding all the time, now also have 2 great big cysts, sex hurts also, and now looking to get a hysterectomy at the age of (B)(6).